Manufacturer narrative:
Eval results: visual inspection of the lens showed evidence of surgical residue and one haptic was torn off missing. The cartridge and injector were not returned. Investigation is ongoing.

Event description:
A silicone lens model aa4203tf was loaded and had a torn haptic while advancing. The lens did touch the pt's eye, but was not implanted. The facility stated it is unk if a prod malfunction occurred. The model and lot #s for the cartridge and injector are unk.